Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was checking her pump she noticed that her tubing had become disconnected from her infusion set connector. No adverse event reported. A request was made for the return of the device.